Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the blood parameter monitor failed the srs initialization. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.